Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse and for anterior/posterior repair. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bowel problems, bleeding and dyspareunia. It was reported that the patient underwent anterior mesh revision on (B)(6) 2012 due to mesh erosion. The patient had two 1.5 cm areas of mesh erosion of the anterior vaginal wall. No additional information was provided. (B)(4) - urinary problems; bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.